Event description:
It was reported that the pt was implanted a zimmer mmc cup 60mm/52mm code r on the right side on (B)(6) 2010. To date, the pt has not been revised. Currently, the pt is being monitored due to loosening.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review as the pt has not been revised. Other source documents (surgical report) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).